Manufacturer narrative:
Product ID 3487a-33 lot# j0424774v, implanted: 2004 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3487a-33, lot# j0424774v, implanted: 2004 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was in the internal care unit (ICU) for nine days prior to report, was unconscious and heavily sedated due to combative behavior. It was noted that the patient had been having seizures the past week prior to report. It was further noted that the patient was given propofol for sedation but the patient was not ¿coming out of it.¿ the patient was given the propofol the tuesday prior to report. It was noted that the patient did not speak, did not open their eyes and had a breathing tube. It was further reported that the healthcare professional (hcp) noted that the implantable neurostimulator (ins) had been off for over a year because, it was not providing therapy. The hcp noted that the patient was in the ICU and in a coma. It was noted that the patient had urgent medical care issues not related to the implant. Additional information was requested but was not available at the date of this report.